Event description:
The pt had had an acl procedure previously and the surgeon wanted to make sure the biolntrafix screw was secure, so he requested a 7-9mm screw. He screwed the majority of the screw into the pt until it wouldn't tighten anymore. Consequently, the driver broke off inside of the screw. The broken portion remains inside the screw, but the pt was not harmed. The surgeon was satisfield with the final result of the acl procedure.